Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels up to 350 (mg/dl). Customer abstained from consuming food and delivered a correction bolus to treat bg levels. System check with tandem technical support indicated pump was performing as intended; although customer reported site appeared swollen. Recommendation was made to change site and discuss diabetes management with health care provider.